Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of smartsite broke could not be confirmed due to the product was not returned for failure investigation.

Event description:
Alaris smartsite needleless valve was on a pt's femoral venous catheter. The syringe was connected to the catheter needleless valve for manual volume administration during unstable pt condition. When the syringe was disconnected, the valve broke in 2 pieces. No pt injury was reported. No further info was available.